Event description:
It was reported that the pump touch screen was unresponsive. Reportedly, customer was using cold insulin. Customer filled cartridge with room temperature insulin. Customer¿s blood glucose level was 144-145 mg/dl. During troubleshooting with technical support, the pump was reset, and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event. Device not returned.